Event description:
Consumer stated: if your child chews on their toothbrush at all - I do not recommend this toothbrush. The back of the toothbrush head has a softer layer of plastic and after a few uses it was loose - a few more and pieces were coming off in my "kiddo's" mouth. Thankfully I guess the pieces were small, so it wasn't a choking hazard - but still a health hazard I'm sure!